Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation. Update and/or corrections to the following sections: b4, d4, d7, g7, h2, h3, h6, and h10.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the left side.

Event description:
Capsule contracture.